Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the routine three-month follow-up, echocardiogram revealed that the closure device did not have a full seal, with a leak of approximately 5mm. The closure device did not appear to have moved since the initial implant procedure and there was no leak at the complete of the initial procedure. The physician is determining whether to plug the leak or intervene with medical management. The patient is expected to return in a few weeks to confirm course of action.